Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been experiencing heaviness in the chest area. During a remote merlin.net transmission, the clinician noted loss of capture on the left ventricular lead. The patient would be brought into clinic for further assessment. No intervention had been reported.